Event description:
It was reported during a lead and battery replacement procedure, after the new lead was connected to the new battery, there were high impedances (>4000 ohms) on 5 bipolar pairs. The device was cleaned, but there were still high impedances. The lead appeared to be bent under anterior posterior (ap) view, so the new lead was replaced. There were still high impedances after the lead was replaced, so the battery was then replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3093, lot #v819353, implanted: (B)(6) 2011. The stimulator has been returned to the manufacturer for analysis. A follow up report will be sent once analysis is completed.

Manufacturer narrative:
Visual, functional and impedance testing in saline were performed on the neurostimulator and the device was found to be meet specifications with no anomaly found. Evaluation of the lead revealed wire-wound electrode #1 was not straight, the lead was not in new condition with suspected body fluid under the outer insulation and the conductor coil being crushed. The outer insulation was intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.